Event description:
It was reported that tandem mobi pump battery would not charge despite proper alignment on charging pad and use of correct charging cable, wall adapter, and alternate charging accessories, with charging connection remaining unstable and not recognized. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to rely on multiple daily injections if pump battery depleted before receipt of replacement charging supplies, and technical support arranged shipment of replacement charging components via two-day shipping. It was confirmed new cable/adapter resolved charging issue.